Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother was reported via phone call that, the customer had high blood glucose of the 459 mg/dl. Customer reported the following symptoms related to their high blood glucose were vomiting and high ketones. Customer treated high blood glucose with manual injection and insulin pump. Based on customer report proceeding in troubleshooting per customer alleging possible pump under delivery. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The device is not expected to be returned for analysis.